Manufacturer narrative:
The reported event of erosion was not confirmed. As received, a device was returned for analysis. Final analysis did not identify any anomalies.

Event description:
It was reported that the patient was symptomatic of erosion. The implantable cardiac monitor was explanted on (B)(6) 2022. The patient was in stable condition.